Manufacturer narrative:
Reactivity of the d antigen was confirmed on on retention crrs (pooled), lot n203. The customer's returned sample exhibited 4+ hemolysis and was not tested on galileo. Manual solid phase testing was performed with customer's donor sample using retention crrs (pooled), lot n203. The sample exhibited very weak reactivity with the pooled cell. Hemagglutination tube testing was performed with the customer's sample using retention panoscreen I, ii, and iii, lot 15380. Immuadd, lot 357003-2 was used as potentiator and testing was performed at all temperatures. Sample exhibited very weak microscopic reactivity with cell ii (r2r2) at iat and was nonreactive in all other testing. The event appears to be related to the nature of the sample.

Event description:
Customer indicated unexpected negative reactivity on a donor sample tested using capture-r ready screen pooled cells ( crrs) test wells. The initial testing was reported as negative. Gel testing and repeat instrument testing were performed. Gel testing was positive, but repeat instrument testing was negative. The customer stated no adverse event occurred as a result of the unexpected reactivity.